Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was reported that an xtw clip was inserted and placed on the leaflets. However, while attempting to deploy, the clip failed to establish final arm angle (efaa). The physician decided to remove the clip and replace it with an xt clip. Roughly five minutes after the xt clip was deployed on the mitral valve, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was deployed in the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.